Manufacturer narrative:
Tian et al. "Total elbow joint replacement for the treatment of distal humerus fracture of type c in eight elderly patients." Journal title. 8(6):10066-10073. No device or photos were received; therefore, the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided. (B)(6).

Event description:
It is reported in a journal article that two patients experienced mild elbow pain during movement. Pain was not felt when at rest. No further information is available.